Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated low ast (aspartate aminotransferase), alt (alanine aminotransferase), alp (alkaline phosphatase) and tbil (total bilirubin) values. Customer reported that lipase and glucose values were suppressed, out of range low. Customer reported that the cartridge chemistry (cc) sample syringe was leaking from the valve. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the syringe t-valve was leaking. The fse also found the syringe valve was starting to make a grinding noise and needed replacing. The fse replaced the syringe drive assembly with t-valve.

Manufacturer narrative:
(B)(4).